Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-16029. It was reported that both of patient's leads were fractured and caused high impedances. Surgical intervention occurred in which leads were explanted and replaced.